Event description:
It was reported that during a follow-up, an increase in shock impedance was observed. The physician believed a competitors rv lead was at fault, and removed the lead. However, values for shock impedance still increased with the new lead. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed via programmer reports. The root cause was traced to damaged transistors in the high voltage circuitry. The cause of the damage could not be determinied.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.